Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing of the helix mechanism could not be performed due to dried blood in the helix housing and tissue entwined in the helix. The helix difficulty allegation was confirmed based on the field report and the finding of tissue entwined in the helix. The conductor fracture and failure to capture allegations were not confirmed, although visual inspection showed cuts in the insulation (with a coil protruding through a cut), and an electrically open (cut) outer coil. This damage was likely induced at explant. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during the procedure to implant an MRI compatible system, the right ventricular (rv) lead experienced helix issues, but was eventually implanted. The next day during the post-op check, the physician detected loss of capture in the right ventricle, and a conductor fracture (lesion) was observed. Therefore, a revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during the initial procedure to implant an MRI compatible system, that the right ventricle (rv) lead had helix issues, but was eventually able to be implanted. The next day during the follow-up, there was no capture found in the right ventricle, and a conductor fracture was observed. Therefore, the lead was explanted and replaced. The explanted lead is expected to be returned for analysis.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during the procedure to implant an MRI compatible system, the right ventricular (rv) lead experienced helix issues, but was eventually implanted. The next day during the post-op check, the physician detected loss of capture in the right ventricle, and a conductor fracture (lesion) was observed. Therefore, a revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.